Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. The samples were repeated on another cobas 8000 c702 module. Patient 1 initial glucose result was 0.3 mmol/l and the repeat result was 6.4 mmol/l. The initial phosphorus result was <0.10 mmol/l and the repeat result was 0.99 mmol/l. The initial albumin result was <3 g/l and the repeat result was 43.6 g/l. Patient 2 initial albumin result was <3 g/l and the repeat result was 46.9 g/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested but were not provided. The customer manually cleaned the sample probe and performed a sample probe wash and air purge. The field service engineer performed a height adjustment and leveling. Precision testing and qc were performed and were acceptable. The investigation determined the service actions resolved the issue.